Event description:
It was reported via the stryker facebook page, "I have had 5 replacements.3 left 2 right."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.